Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. No excessive no delivery alarms noted. A water filled reservoir was used during testing. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. The motor slide traveled forward and rewound properly during testing. No unexpected stuck motor or drive anomaly noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized three times with high blood glucose and diabetic ketoacidosis. The customer did not recall the dates he was hospitalized. Blood glucose at the time of the admission was over 600 mg/dl. The customer was treated and released; details of treatment not provided. The customer was wearing the insulin pump at the time of the hospitalization. The customer stated insulin would exit the tubing but the insulin pump alarmed no delivery. He was advised by the hospital to get the device replaced. Troubleshooting was not performed. The insulin pump failed the displacement test. The insulin pump was returned for analysis.